Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge field service engineer that cardiosave intra aortic balloon pump had out of box failure. After installing the pcba, video generator board into the unit, the screen was distorted in the normal/clinical mode, not in service mode. It was determined that malfunction was caused from software not loaded properly.there was no patient involvement.

Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723 2026 0001883. Please refer to mfg report number 2249723 2026 0001883 for all information for this complaint event. Please cancel mfg report number 2249723 2026 0001998 in your database.

Event description:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723 2026 0001883. Please refer to mfg report number 2249723 2026 0001883 for all information for this complaint event. Please cancel mfg report number 2249723 2026 0001998 in your database.